Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (500 mcg ml at 200 mcg day) via an implantable pump for spinal pain. It was reported that the patient had pain at the pocket site. The doctor initially was just going to do a pocket revision but decided to give the patient a smaller pump to help with the pocket pain because the patient was very small. It was confirmed there was nothing wrong with the pump therefore the doctor did not want it returned for analysis. It was strictly for sizing purposes. The pocket was revised and the smaller pump was implanted. The issue was resolved.